Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11.no decon or visual inspection performed since product was not returned and could not be evaluated. A patient was placed on an intra aortic balloon pump (iabp). The patient subsequently developed an aortic dissection. The clinical account suspects that the balloon may have perforated the aorta. The account currently has the balloon but may not be able to release it for evaluation. The patient was later placed on ECMO and ultimately passed away. Since the product was not returned, we were unable to perform a device evaluation. Based on the event description, we are unable to confirm the event due to insufficient information on the event provided. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Due to character limit in block e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
Customer reported that patient on iabp developed aortic dissection; balloon suspected to have caused aortic injury. Device is with hospital but may not be returned. Patient required ECMO and later died.